Event description:
It was reported that when using the bd pyxis¿ es server went out of service. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the station had gone out of service while performing the inventory count. A technical support specialist (tss) was unable to remote into the station and received a timed-out error. The tss dialed into the es server and logged in, noticed that the device was set as out of service, and ticked the in service checkbox. The tss verified that the station communication was current on synchronization information. The system functioned as intended after the technical support specialist troubleshot the device.